Manufacturer narrative:
The investigation for the reported hemolysis has been completed. No product was returned for investigation. Data logs showed a brief onset of multiple "suction" alarms in the middle of support; otherwise, there were no abnormal relevant pump performance metrics observed. Therefore, the cause of the hemolysis was not determined since the product and sufficient clinical information were not provided.

Event description:
We received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured hemolysis with a "possible" relationship to the impella rp device used. The patient developed hemolysis and increased right ventricular assist device speed to 7500 rpm with flow 3.9 liters per minute due to worsening hemolysis. The patient recovered with no sequelae.

Manufacturer narrative:
The investigation has been completed. No product was returned. Per the clinical investigation, the cause of the hemolysis was not determined since the product and sufficient clinical information were not provided.